Event description:
It was reported that 17 cadd extension sets have all had the same error message -occlusion in the line-, when they primed them again they still triggered the alarms, but when changing the line to a new one it has worked. Patient has thrown them all so they are unable to return any of them. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.